Event description:
It was reported that an alarm was heard and telemetry was performed. On the morning prior to the report, the patient heard the pump alarming. Since that time, the patient had some increase in pain. When the pump was interrogated, the logs showed a ¿reset occurred¿, ¿reset occurred- watchdog¿, ¿safe state¿, and ¿time in ram corrupt¿. This occurred at 5:43am on (B)(6) 2015. It was noted that the elective replacement indicator (eri) was 1 month. It was decided that they would program the pump to the correct settings and monitor the pump and patient. The patient was discharged from the clinic. The eri shown was then 60 months and a previous programming strip from the past showed 61 months. It was stated that the values were accurate. Additional information received reported the patient started to get withdrawal symptoms. A bolus was programmed and the patient got it. On (B)(6) 2015, a steady alarm was heard for 3-4 minutes and also an alarm every hour. A manufacturing representative read the pump and saw a ¿reset occurred¿, ¿reset occurred- watchdog¿, and ¿safe state¿. It was noted that the pump was programmed by a different version and couldn¿t determine the last version. The patient had not had any falls or trauma and had not been exposed to radiation. The patient was hurting bad and in withdrawal. The patient was scheduled for the monday following the report to replace the pump. It was verified that the calibration constant was 116. The eri was then showing less than 1 month. The settings were reentered to try to be able to use the pump until the replacement. After the update, the eri showed question marks. The manufacturing representative read the pump and eri showed 81 months. Additional information received reported the patient¿s pump was replaced. The patient was doing well. The pump was infusing clonidine, bupivacaine, baclofen (compounded), and dilaudid (hydromorphone). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Additional analysis performed found that the hybrid pump developed a solder bridge. Also, the previously reported alarm anomaly has been updated and determined to have performed within specification. The alarm anomaly no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Upon device return, analysis confirmed the watchdog reset with the hybrid pump. The cause was unknown. Analysis also found an alarm anomaly with an unknown cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed. The watchdog reset anomaly still applies.